Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client (subsidiary) reported that during incoming "inspection" in warehouse, a label article number error and a korean label misplacement. A picture is received showing a monosyn pre-printed box with monosyn product inside the box (code c2023614 and batch 14168y) but the box is labeled as novosyn.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. There are no previous complaints of this code batch (c2023614-14168y) of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received pictures showing an unopened pre-printed monosyn box with the label corresponding to a novosyn reference, additional label also for novosyn. Inside the box there is the reference c2023614 of monosyn. This defect was caused in the warehouse when preparing the shipment. Upon checking traceability, it has been verified that both products were shipped to b. Braun korea the same day. We understand that one box of monosyn product was labeled as a novosyn product (box and additional labels) by mistake and the operator did not notice it. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most likely root cause determined is that the box incorrectly labeled when preparing the shipment to the customer in the warehouse. Final conclusion: considering that the pictures received show a box that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the pictures received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.